Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during lead replacement procedure, it was observed that the lead had externalized conductors at proximal part of the lead. The electrical values were in range and nothing abnormal was seen during fluoroscopy. Patient was fine before and after the replacement procedure.